Event description:
The reporter called and alleged discrepant results on the device compared to the lab during a correlation. The reported device to lab inrs were 3.6/2.3, 3.8/2.8 and 3.4/2.6. The device was replaced and requested to be returned for evaluation.